Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via transmission, non-sustained lead noise due to pvcs being under sensed on far field channel. Recommended programming changes were made resolving the issue. The patient condition was fine.